Event description:
Customer reported that the insulin pump returned multiple error alarms over several days leading up to the call. Customer reported that all of the insulin pump's settings were deleted. Customer reported that one of the error alarms occurred after a battery change. Blood glucose level was 118 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and reset error test. No unexpected reset, check settings alarm, or other error alarms were noted during testing. However, alarms were noted in the alarm history due to a corrupted history file. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.